Event description:
The lay user/patient contacted lfs alleging erratic readings on her one touch ultra mini meter. The patient obtained a 184 mg/dl at 8:34am, 242 mg/dl at 9:30pm, 222 mg/dl at 9:32 pm and a 246 mg/dl at 9:34pm. The patient took insulin based on the meter readings on (B) (6) 2010 and an hour later, she felt weak, numbness in her mouth, cold sweats. She then tested her blood glucose and obtained a 66 mg/dl. She contacted her physician for phone advice and was advised to eat food/drink. She did not seek any further medical attention and was not tested on another device. Test strips passed using the control solution. Products were replaced. The complaint is being reported since the patient alleged that due to the high readings, she took insulin and later developed symptoms suggestive of hypoglycemia and self-treated with food.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.